Event description:
This report summarizes 174 malfunction events in which the device had paint chips missing. - 174 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 174 previously reported events are included in this follow-up record. Product return status 2 devices were received. 172 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 172 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 174 reported events are included in this follow-up record. Product return status: 15 devices were received. 159 devices were evaluated in the field.

Event description:
This report summarizes 174 malfunction events in which the device had paint chips missing. 174 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 172 events were reported for this quarter. Product return status: 13 devices were received. 159 devices were evaluated in the field. Additional information: 172 devices were not labeled for single-use. 172 devices were not reprocessed or reused.

Event description:
This report summarizes 172 malfunction events in which the device had paint chips missing. 172 events had no patient involvement; no patient impact.